Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the evaluation revealed the light guides on the connection to the optics has signs of burns which could causes by overheating. Further the connection to the console is damaged and the laser marks on the handle are faded. The device was tested and the light conductivity shows 0%. The most likely cause for the reported failure can be attributed to misuse due to damage to the device.

Event description:
It was reported that the approach is burnt. There was no harm for the patient, operator or third party reported. No further information received.